Event description:
The dcb00 model intraocular lens (iol) was dropped out of the eye when being implanted. The technician informed the surgeon that the knob felt stiff then the surgeon placed the tip of the cartridge on patient's eye ready to implant and noted that what the tech mentioned was true. The surgeon pulled out injector and tried to twist knob again when lens dropped. There was patient contact however, the iol did not enter the capsular bag completely. The procedure was completed using another dcb00 13.0 diopter iol that was implanted in the patient¿s ocular dexter (right eye). There was no incision enlargement, no patient injury, and no complications. The suspect iol is not available for return. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the simplicity corresponding to this complaint was received. The original folding carton, patient implant identification card, implant notification card, and dfu were also received. During a visual inspection, the device was inspected under magnification. A stress mark on the tip of the cartridge leading to damage. Ophthalmic viscosurgical device ¿ viscoelastic (ovd) was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected, and no issues were identified. No further evaluation was performed. The complaint issue "difficult to use" and "uncontrolled delivery" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.